Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away while wearing the insulin pump due to diabetes ketoacidosis and acute myocardial infarction. The blood glucose reading at time of death was 744mg/dl. The caller stated that the battery has been removed from the insulin pump, and she has tried to upload the information to the carelink. Assisted the nurse to set the time/date and rewinding the device. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.